Event description:
It was reported that the customer experienced intermittent occlusion alarms which resulted in the blood glucose level exceeding 500 mg/dl and being displayed as "high." The customer administered a correction injection via multiple daily injections to address the high blood glucose level. There was no need for third-party assistance. Customer changed pump supplies to address the issue.